Event description:
Terumo medical corporation received the following reported information: it was indicated that the prepulmonary pressure was high (>320mmhg) during priming. The device was kept using in clinical practice and the operation was completed. The initial procedure was completed successfully. There was no harm to the patient reported.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no.: k130520. Appearance confirmation of the actual device upon receipt (visual inspection) no anomaly such as damage was found. After washing and drying the actual device, it was incorporated into a circuit consisting of tubes and measured the pressure loss when circulating bovine blood (hct 35%, temperature 37 degrees celcius) at various flow rates. It met the factory's specifications. No anomaly was found. The manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file of the involved product code and lot number no other similar report was found. Based on the investigation result, no anomaly was found in the actual device after rinsing. Since no anomaly was found in the actual device, it was not possible to clarify the cause of the occurrence. Relevant IFU reference: do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.